Manufacturer narrative:
Conclusion: the device history record was reviewed on this device (d264563) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images for this event were received for review. The imaging provided confirmed the first valve 100% deployed and the angiogram confirmed severe paravalvular leak (pvl) due to a shallow implant. A clip showed a second valve getting implanted just below the first valve. Another clip showed the second valve deployed to 100% confirming a valve-in-valve (viv). The next clip showed a coronary angiogram of the left coronary system confirming perfusion. A coronary angiogram of the right coronary artery confirmed perfusion. Another clip confirmed a post balloon aortic valvuloplasty (bav) due to severe pvl after the second valve is deployed to 100%. An angiogram of the left coronary artery showed the native cusps appeared to have shifted causing a partially occluded perfusion. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the instructions for use (IFU), instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images were provided showing the dislodgement of this valve; given the limited information, the root cause of the dislodgement event cannot be conclusively determined. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the angiogram confirmed pvl due to a shallow implant. It was reported two days following valve implant the patient died. Per the physician, the cause of death was suspected to be global ischemia as a result of low coronary perfusion pressure caused by severe leak. In this case, the angiogram of the left coronary artery reported that the native cusps appears to have shifted causing a partially occluded perfusion. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. The physician did not attribute the death to the device. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: the second valve was inadvertently left off of the initial medwatch. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(6), ubd: 02-oct-2020, UDI#: (B)(4). B2. Outcome attributed to adverse event; date of death. B5. Additional information was received that following implant of the initial valve, into a patient with heavily calcified native valve leaflets, the valve dislodged into the ascending aorta. Mild paravalvular leak (pvl) and a mean gradient of 60 mm hg were present. Following the second valve implant, at a depth of 6mm on the non-coronary cusp 8mm on left coronary cusp, an aortogram was not pe rformed. Forty-five minutes post valve implant, the patient deteriorated while in the intensive care unit. The following morning, a cardiac catheterization was performed. No coronary occlusion was detected. An aortogram showed severe pvl, which lowered the diastolic pressure and caused insufficient perfusion to the coronary arteries and subsequent crushing chest pain. A balloon aortic valvuloplasty was performed with a non-medtronic balloon which reduced the pvl to moderate. It was reported two days following valve implant the patient died. Per the physician, the cause of death was suspected to be global ischemia as a result of low coronary perfusion pressure caused by severe leak. An autopsy was not performed. E. Facility fax number. H1. Type of reportable event: death. H6. Patient codes, added device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 22-aug-2020, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during withdrawal of the delivery catheter system (dcs), the nose cone of the dcs would ¿bump off¿ the bottom portion of the valve frame. Several attempts were made to deflect the dcs away from the valve. A decision was made to pull the dcs and the valve dislodged. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.